Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis in the stomach. According to the complainant, the device was not able to cauterize at the generator setting of 20 joules and 25 joules. A second gold probe device was used with the same generator, and they were able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis in the stomach. According to the complainant, the device was not able to cauterize at the generator setting of 20 joules and 25 joules. A second gold probe device was used with the same generator, and they were able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual inspection of the returned gold probe device revealed missing gold from all of the bands on the ceramic tip. Analysis of the device found that the missing gold stripe areas had peeled or lifted away from the ceramic surface, which indicated a poor bond to the ceramic surface. Abrasion marks were found only on the remaining gold band surface primarily running in a longitudinal direction. The tip appears to have been exposed to incorrect handling, or use, which caused the lifting of the gold off of the ceramic tip; there is no manufacturing related issue. Therefore, based on these test results, the most probable cause is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.